Event description:
It was reported that while the anesthesia workstation was connected to a patient the minute volume suddenly dropped. A technical error was generated indicating a patient cassette error. The patient saturation decreased to 78 %. The final patient outcome was no injury. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The investigation consists of the field service engineer investigation of the system, in-house investigation and evaluation of received system device logs. The system is no longer in use. Parts that may be involved in the reported technical error indicating a patient cassette error are the following parts in the expiratory flowmeter subsystem; patient cassette, expiratory channel pcb and expiratory channel connector pcb. The expiratory flowmeter subsystem¿s main responsibilities are expiratory flow measurement and patient cassette handling. The expiratory channel pcb is connected to the patient cassette via the expiratory channel connector pcb. The reported technical error is primarily an indication of patient cassette error. The field service engineer investigation of the system could reproduce the reported technical error. Based on that the patient cassette and the expiratory channel pcb already had been replaced in a prior complaint reported with same technical error the cassette cover complete including the expiratory channel connector pcb, was replaced. The system was thereafter tested for an extended time without being able to reproduce the technical error. The cassette cover complete was returned for investigation. Investigation of the returned part found no visual deviations and user simulation testing in a reference system could not reproduce the reported failure. Evaluation of the log shows that the first system checkout on the date of event failed due to that no patient cassette was detected and the technical error indicating patient cassette error was generated. A new sco was started immediately that was successfully performed. The technical log shows that the technical error indicating patient cassette error have been generated several times both prior to and after the event. Evaluation of the log for the actual treatment period where the event occurred shows that several alarms for etco2 low, leakage and expiratory minute volume low were generated. About 40 minutes, after treatment start was the technical error indicating patient cassette error generated. The system was switched between manual and automatic ventilation and then the ventilation continued in automatic ventilation. The alarms for leakage and expiratory minute volume low continued to be generated. A few more ventilation mode changes were performed before the treatment was ended and the system was set to standby about 35 minutes, after the event. The conclusion is that reported failure indicating a patient cassette technical error occurred and the system detected this and generated an alarm to notify the user. According to the logs, this failure was caused by a communication error with the patient cassette. Based on the performed investigations of this system, and even though the fault was not reproduced during in-house testing, the conclusion is that the replaced and returned part was the cause of the technical error. There may have been a slight misalignment of the expiratory channel connector pcb that prevented the contacts between the expiratory channel connector pcb and the pcb in the patient cassette to match properly. The reported technical error indicating a patient cassette error may lead to inaccuracy in the expiratory flow measuring. The reported failure do not affect the ventilation (regulation of flow and pressure) or agent delivery. The cause of the patient temporarily saturation decrease has not been determined.

Event description:
Manufacturer's reference #: (B)(4).